Event description:
It was reported the customer was hospitalized due to low blood glucose levels. Reportedly, the customer has been in a coma since (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.